Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received ten inappropriate shocks for atrial fibrillation with rapid ventricular conduction. The physician reprogrammed the device to eliminate the ventricular tachycardia (vt) zone. There were no adverse patient effects. The device remains in service.